Event description:
It was reported that the device will not operate on ac power. There were no reports of pt use associated with this failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was an electrical short through fet transistors, designators q1 and q2. It was also observed that a fuse, designator f1, was open.